Event description:
The customer reported that the co2 was not working properly. There was no pt involvement. This symptom was observed during testing of the device.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.